Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2011 and was revised on (B)(6) 2020. It is further alleged that she suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood. Update: head disassociation.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels, metallosis(wear) and disassociation involving a metal head was reported. The event was confirmed only for metallosis(wear) based on medical review. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: confirmation: a revision surgery was performed for trunnion failure-trunnionosis/metallosis. The names were different on the implant sheet from the index surgery and the revision so the patient and event links cannot be confirmed without additional information. Injuries and excessive levels of chromium and cobalt cannot be confirmed without additional information. Root cause: the root cause of the revision was trunnion failure-trunnionosis/metallosis. The root cause of these cannot be determined without additional information. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in her blood, metallosis(wear) and head disassociation. The event was confirmed only for metallosis(wear) based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.